Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the error code found during inspection was caused by a faulty led (light emitting diode) unit. However, the specific cause of the faulty led unit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the returned asset device evaluation found the device had an e105 error code as well as battery depletion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the device had an e105 error code. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.